Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/13/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) performed troubleshooting. During troubleshooting an error 1104 (back up alarm failed) occurred. The customer replaced the power management-printed circuit board assembly (pm pcba), central processing unit (cpu), data acquisition (da) to motor controller (mc) cable and the mc bracket. The device passed performance verification testing and electrical safety testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit failed preventative maintenance with errors 100b (watchdog test failed). There was no patient involvement.